Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 23 mmol/l (414 mg/dl) while wearing the pod between 37 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent and dislodged. As treatment, a new pod was applied.

Manufacturer narrative:
The device has been returned/received to date and is pending an investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.